Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to alarm priority. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Review of device logs confirmed the reported complaint. Visual inspection of the main circuit board revealed a leaky supercapacitor. The main circuit board required replacement to address the reported complaint. The device was deemed beyond repair and scrapped. Resmed reference#: (B)(4).